Event description:
A patient underwent intraocular lens (iol) implant surgery in 2002. The patient experienced vitreous loss, had a good anterior capsular support and the iol was placed in the sulcus. At a subsequent examination, the patient was noted to have vitreous prolapse and the iol was dislocated. A pars plana vitrectomy was performed in 2002 along with repositioning of the iol. Two days later, the iol was again dislocated. In 2002 the iol was replaced and the surgeon noted a broken haptic. The surgeon is unsure if the broken haptic occurred during the vitrectomy or duirng the origninal surgery. The patient is improving following the replacement surgery.